Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had a power error detected alarm. The customer¿s blood glucose was 19 mmol/l at the time of the incident. It was also reported that they had quite a few occlusions with the insulin pump in the past after giving bolus. It doesn't happen after placing new set, it usually occurs after 1-2 days. They did not currently have an occlusion at time of the call. There was no clear indication that the alarm was resolved. The insulin pump will not be returned for analysis.